Manufacturer narrative:
B3 - date of event : estimated. D4 - a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the bmw universal ii guide wire coating was noted to be peeling after use in the patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2920, and 1528 added. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. A review of the electronic lot history record (elhr) and similar complaint query was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to advance/remove. Additionally, it is possible that manipulation of the wire, when resistance was encountered, resulted in the reported peeled polymer; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed reports, additional information was provided. It was reported resistance was met during advancement and retraction of the guide wire from the guiding catheter. No additional information was provided.